Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of a patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was reported as patient made a mistake/touch contamination. Treatment information was not provided. The patient had not recovered from the peritonitis at the time of this report. The outcome for the patient made a mistake/touch contamination was not reported. Action taken with dianeal and extraneal therapies was not reported. An opinion of causality was not provided. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11c31030 with no exceptions observed related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. This is report 3 of 3 involved in this peritonitis incident. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow-up report will be submitted.